Manufacturer narrative:
The hybrid offset shell inserter was returned for review. As returned, the threaded shaft has fractured from the hex head. The diameter and material hardness of the shaft is conforming to print specifications. Review of the receiving inspection report indicates the devices were manufactured to specifications. The device was manufactured on october 25, 2012 and therefore has a potential field age of 3 years 3 months. It is unknown how many times the device had been used during that time. This device is used for treatment. This failure mode has been investigated previously and has also been addressed as part of a material change which increased the head height of the bolt and eliminated the drill point, to increase the strength against this failure mode. This bolt was manufactured before the design change. This is a previously addressed design issue.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported the screw broke out of an acetabular shell impactor during trialing for hip arthorplasty.